Event description:
A customer contacted baxter's technical service center and reported a hole in the line during dwell 3/6. Baxter's technical service representative (tsr) assisted in ending therapy at the home patient's request. No patient injury or medical intervention was indicated at the time of the initial report. No additional information available at this time.

Manufacturer narrative:
Baxter's product surveillance department is attempting to obtain additional information from the reporter. Should additional information become available, a follow-up report will be sent.